Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was received with a reload attached. The attached reload was removed with ease. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) wedge resection, the reload was fired across the lung, but the device would not open and got locked on tissue. The surgeon clinched the handle again, while they were closing it to check if the knife blade would progress forward it still did not open after applying normal force. They tried to open it again with a decent amount of force and it opened. They tried to unload the reload, but it will not come off. A new handle had been used to complete the procedure. There was no patient injury.